Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01852 through 1221359-2022-01853.

Event description:
The consumer reported three (3) unconfirmed false negative results, performed on the 3rd, 5th, and 7th day of illness, with the same lot of binaxnow covid-19 self-test. This report references testing on the 7th day of illness with the patient "feeling sick". The patient had been exposed to people that were confirmed positive with covid. Another brand test was performed on the 10th day of illness and generated a positive result. The patient received moderna vaccine on (B)(6) 2021 ,and booster shot on (B)(6) 2022. Confirmation testing was not performed. No additional patient information, including treatment and outcome was provided. This report addresses test three (3) of three (3) tests.

Manufacturer narrative:
Corrected data : d1. Additional data : d4,h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175659 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160 / lot 175659 , test base part number 195-430wl / lot 172742.. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 175659 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Reports: (B)(4).